Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fasteners failed to fixate the mesh. The sample is being returned for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." This MDR represents the sorbafix enhanced (device #2). An additional MDR was submitted to represent the sorbafix enhanced (device #1). The device not returned.

Event description:
As reported, during a laparoscopic procedure, the sorbafix enhanced fixation device fasteners were not fixating/penetrating the mesh when the device was being fired and the loose fasteners were removed from the patient's body. As reported, the same issue occurred in another sorbafix enhanced device during the same procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fasteners failed to fixate the mesh. The sample is being returned for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." This MDR represents the sorbafix enhanced (device #2). An additional MDR was submitted to represent the sorbafix enhanced (device #1). Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report sample evaluation details. Functional evaluation could not be performed as all 15 fasteners have been deployed from the device. Interoperative photos provided showed some of the fasteners deployed have deployed proud and or did not penetrate the mesh. Based on the sample evaluation and investigation performed, most likely cause is the result of inadequate couther pressure applied during user/device interface or difficulty in placing fasteners as a result of difficult anatomy conditions. No manufacturing anomalies were found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic procedure, the sorbafix enhanced fixation device fasteners were not fixating/penetrating the mesh when the device was being fired and the loose fasteners were removed from the patient's body. As reported, the same issue occurred in another sorbafix enhanced device during the same procedure. There was no reported patient injury.